Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss). The patient was then seen and impedances were 240 ohms when it had previously been 640 ohms. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.